Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd nexiva¿ closed IV catheter system single port with maxzero¿. The following information was provided by the initial reporter, "patients IV was leaking. Nurse changed the dressing and unable to find source of leak. Upon flushing IV to ensure patency ; it was clear that the tubing immediately following the luer lock hub had a hole in it. The flush squirted out of the clear tubing through a small hole. I saved the faulty product."